Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter balloon burst and slipped out of the body. The family complained that the catheter was not pulled, and the patient suddenly had abdominal distension. The doctor was immediately notified to replace the catheter. Later, the patient's abdominal distension improved. No medical intervention was reported.